Event description:
It was reported that patient underwent hip arthroplasty in (B)(4)1999. Subsequently, a revision procedure was performed on (B)(4), 2009 due to a fractured femoral stem. No further information has been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This report filed (B)(4), 2010.